Event description:
During a pt use, it was reported that the device lost power and it would not advance past the pass-code screen upon boot up. The device was monitoring a motor accident pt with head injuries while being transported to hospital. The 12 lead ECG, blood pressure and cartoon dioxide parameters were running when the operator pressed the print button and the device lost power. The device locked up upon power on and remained unavailable for use for the next 20 minutes. During this time, the health professional confirmed that the pt was viable and did not require intervention therapy. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. However, the device operated normally after it was taken apart and reassembled. The lock up failure was not duplicated during further testing. Proper device operation was confirmed thru functional and performance testing and the device returned to the customer for use. Further cause of the observed/reported issue could not be determined.